Event description:
The dr was revising the port-a-cath as it had failed to allow blood to be drawn back, but was apparently flushable. A c-arm was brought in and it was discovered that the catheter had embolized and was broken. Part of the catheter was sitting in the right side of the heart. After consultation with interventional radiology it was decided to place a new port-a-cath and send the patient over to have the broken cath removed. It was determined that the catheter sheared at the connection of the port. The catheter was removed successfully. The department contacted bard in regards to the failure. I contacted the rep from bard. He came in and picked up both of the port-a-cath pieces to give to the bard quality assurance department to evaluate. Manufacturer response for catheter, port-a-cath:rep said he would return the broken cath to their quality assurance department.